Event description:
It was reported during an unknown procedure misfired. Unknown how the procedure was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results incomplete interrupted cycle the analysis results found that the device was received in good visual condition and with a cartridge loaded on the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. After the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.